Manufacturer narrative:
Date of this report is being corrected to 2-jan-2013. Date received by manufacturer is being corrected to 2-jan-2013. Placeholder.

Manufacturer narrative:
The patient underwent a second, additional surgery. The surgery was performed (B)(6) 2013. Another intraocular lens, (iol) was implanted as a piggy back lens. No further information was provided. Medication: eltroxin, conversum, physiotens, diamicron metformin-mepha, actos, irfen, panprax eye drops. 7 weeks post-op refrection is + 3,75 - 0,5/60. Actual taking following medication: tobradex und nevanac eye drops. Medical history pre-op diagnosis: cataracta senilis os (left eye). Best corrected visual acuity (bcva): 0.6. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Secondary surgical procedure is scheduled for (B)(4), 2013. (B)(4): placeholder.

Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. In addition, it was stated that the surgeon performed a secondary procedure to piggyback an additional lens due to unexpected post operative refraction. No additional information regarding patient status was provided.

Manufacturer narrative:
Date of birth, is being corrected to (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.